Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced plunger fall out. The following information was provided by the initial reporter: the user reported that the plunger cap and the plunger rod came off together.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-jun-2023. H6: investigation summary: the customer returned (1) 0.3ml, 29gauge syringe from lot#2024615, reporting plunger rod separates. The sample was visually inspected and no issues were observed. A functionality test was performed and no evidence related to plunger rod separates was observed. Based on the returned sample, embecta was not able to confirm the customer indicated failure. A review of the device history record was completed for batch # 2024615 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the reported failure could not be confirmed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced plunger fall out. The following information was provided by the initial reporter: the user reported that the plunger cap and the plunger rod came off together.